Manufacturer narrative:
Evaluation, result: (no device or cine images received, cannot confirm event); no results available since no evaluation was performed (no device returned); none (no device received for evaluation). Conclusion: unable to confirm complaint (no device or cine images received); device not returned. (B)(4).

Event description:
Patient was undergoing an af ablation. A 7f sheath was placed in the left fem. Vein and 8 and 9f sheaths in the right femoral vein. The decapolar catheter could not easily pass into the ivc via the lfv so a 3rd sheath was placed in the rfv. The decapolar catheter was then easily passed into the coronary sinus via the new 7f sheath. However, a wire would not pass through the previously placed adjacent 8f sheath. The physician suspected a kink in the sheath so tried to pass dilator which would not pass on wire, therefore began to withdraw sheath under gentle traction. It was reported that the (8f) sheath snapped leaving distal 2/3 in vein. The physician passed wires in the 7f (after removing the decapolar catheter) and 9f sheaths and removed them in order to screen for the tip. The 7f sheath also had evidence of external damage. It was reported that this was probably caused by the wire exiting the damaged sheath. The sheath could not be visualised even with a retrograde venogram from the lfv. Patient was referred to cardiac surgery to explore the groin and recover the sheath tip. It was reported that the patient had surgical removal of the sheath and that they recovered well after this. The device had been inspected prior to use with no issues noted. Device prepped per IFU and was properly hydrated. No further patient complications reported.